Event description:
It was reported that the patient mentioned that they had fallen off the bed three times since receiving the implant. It was noted that their bed was too high and the patient was looking to get a new mattress. It was later reported that there was an overstimulation sensation. It was noted that if the patient turned it up too high, he had to bend at the knees when he walked and ¿sometimes it sent bursts to him.¿ the reporter noted that the patient had weakness in the right knee but didn¿t know if it was related or not. It was noted the patient wanted it adjusted and tweaked as it covered most of the areas. It was noted the patient had an appointment scheduled for (B)(6) 2014. It was later reported that when the patient laid down on their back and night and put their legs together the ¿electricity had a stimulation effect on their legs¿ and they would fall out of bed. The patient stated that this had been going on since implant and it had happened ¿four to six¿ times already. It was noted that most recently was ¿earlier this month [information reported (B)(6) 2014].¿ the patient stated that if they increased the stimulation it made it hard for them to walk and had to walk carefully with a cane. The patient stated that they fell in the bathroom last (B)(6) ((B)(6) 2013) and ¿busted their arm open.¿ the patient noted that they did not have an x-ray to check the device components because they were ¿exposed to too much radiation when they were in the military.¿ the patient also noted that they ¿built up scar tissue easily.¿ the patient also noted that they had lost (B)(6)lbs and could get up better now when their ¿knees were above their hips¿ but had to use a cane. The patient also mentioned that they had scoliosis. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient was seen in jan-2014. It was noted that there was there "was no mention of the patient falling." It was noted that the patient had good coverage and "no mention of settings." It was noted that the patient was also seen on (B)(6) 2014. It was noted that the patient had good coverage, lost 20 pounds and was decreasing his pain medication. It was noted that there was no mention of falls, leg weakness or overstimulation in either office visit. It was noted that the stimulation parameters were not recorded and there was no mention of reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).